Event description:
It was reported the patient experienced withdrawals (symptoms not specified) due to a motor stall but was ok. The patient was seen in the clinic. The pump was not functioning. Programming was verified and was correct. No recovery was noted in the event logs. The physician noted "this has occurred a number of times." A roller study was performed which confirmed the stall. The stall was not related to MRI or magnetic fields. The drug used in the pump was morphine (dose and concentration unknown). The patient was being managed with oral medication until surgery could be scheduled. Additional information has been requested but was not available on the date of this report.